Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator exhibited a right ventricular (rv) shock impedance measurement of greater than 125 ohms. Technical services (ts) reviewed and observed an increase in right atrial and rv pace impedance measurements that remained within normal range, over the last few weeks. Ts discussed this all looked to be a clinic change occurring with the patient as there was no noise or signs of lead integrity issues. It was discovered that the patient's glucose was extremely high as well as other issues. The md would continue to monitor. The device remains in service. No adverse patient effects were reported.